Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. Patient information is limited due to confidentiality concerns.. The gender of the baseline characteristics is male and the baseline age is 72 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or lead serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿cardiac resynchronization therapy using quadripolar versus non-quadripolar left ventricular leads programmed to biventricular pacing with single-site left ventricular pacing: impact on survival and heart failure hospitalization.¿ journal of the american heart association. 2017; 6(10). Doi: 10.1161/jaha.117.007026. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable left ventricular (lv) pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were patients with hematomas (¿treated conservatively¿), pneumothoraxes, coronary sinus dissections, aneurysms, arrhythmias which needed cardioversion, infections, lead ¿displacements¿ (which needed intervention), and phrenic nerve stimulation (pns). The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.